Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual sample was initially reported as not available; however, the actual sample was able to be returned for evaluation. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on january 7, 2019. A 5fr sheath was used for access after the pre-deployment angiogram. The sheath would not lock with dilator; therefore, they did not use it. Hemostasis was achieved with a second angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 and to provide the completed investigation. One unused 6fr angio-seal vip device was received for product evaluation. The device was received with hemostasis sheath and arteriotomy locator. The carrier tube assembly was received in seal aluminum foil pouch. Visual inspection revealed that there were no gross visual anomalies noted with the hemostasis sheath and arteriotomy locator. Functional testing was performed and the arteriotomy locator and hemostatic sheath were mated. No anomalies were noted. The arteriotomy locator was then removed and the polyfoil pouch with the angio-seal vip device was opened and inspected. No gross visual anomalies were noted. The carrier tube assembly was inserted into the hemostatic sheath. Once the carrier tube assembly was mated with the hemostatic sheath and in the forward lock position, the anchor became exposed. The device was then pulled to rear lock position which led to posting of the anchor against the sheath tip. The digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device inner part would not lock into the sheath. There were no patient complications. It was reported that the procedure outcome was unknown. It was unknown whether or not there were any other devices or equipment used with the reported product.